Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported 19 false positive patient results reported on the alinity m resp-4-plex assay on their alinity m system. The customer reported that the samples were retested on another alinity m system and bd max system because their cycle numbers were noticeably high. The results were negative. The local ambassador cleaned both the laboratory and the instrument, but they were still getting false positive results when processing new samples. The molecular application specialist (mas) investigated the false positives and determined that they contain high cycle numbers. As the negative controls are negative and the curves of the samples being investigated are coming too late. It was determined that contamination was present. Mas recommended to perform decontamination. None of the false positive results were reported out of the lab. For all of these samples, the results were changed from positive to negative. There was no report of impact to patient management due to this observation. MDR 3005248192-2021-00151 was submitted for a similar observation on another alinity m serial number in the same customer's laboratory. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket being investigated reported discrepant patient results (false positive) with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this investigation will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on the issue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2: 3005248192-2021-00406, 3005248192-2021-00367 follow up report 1 , 3005248192-2021-00313 follow up report 1 , 3005248192-2021-00361 follow up report 1 , 3005248192-2021-00402 follow up report 1 , 3005248192-2022-00077.